Event description:
It was reported when pulling out the lead with the stylet still loaded, the lead pulled a little hard. It was stated when it was fully out of introducer, the lead had fractured at the tip pushing the electrodes together. It was noted a different product was used no testing or troubleshooting was required. Reportedly, the issue was resolved and the patient¿s outcome was reported as no injury. It was stated everything was done correctly with the technique and the lead simply caught on something upon pulling the lead and stylet out, thus damaging it. It was noted there were no patient symptoms or complication associated with the event.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory. (B)(4).